Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed for indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a patient presented in the ER with bruising, pain, and swelling in the right groin/leg region, and a hemoglobin drop 5 days post tavr which was completed with a manta 18f closure device. An ultrasound revealed a large hematoma, a pseudoaneurysm, and multiple sticks to the superficial femoral artery (sfa) were present resulting from the initial procedure as noted by the physician. A surgical cut down was performed to repair the sfa, femoral vein, and drain the hematoma. It was noted the patient had a bmi of 45.0-49.9, bruises and bleeds easily, and over the course of stay, the patient received 5 units of packed red blood cells. No further information was provided regarding the initial tavr or manta deployment procedures. The root cause of the pseudoaneurysm is likely bleeding from near the access site vessel and/or directly from the access site. This suspected to have been caused due to the vessel conditions causing a tear in the vessel which allowed extravasation into the surrounding tissue or due to the access site location there were not optimal conditions to create a hemostatic seal. Risk documentation was reviewed, and major bleeding requiring a blood transfusion due to a failure to close a puncture hole is a known risk of the device. The IFU was reviewed and warns do not to use it if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). Precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk of failing to achieve hemostasis along with pseudoaneurysm are specifically called out as possible adverse events requiring medical intervention. Other potential adverse events related to the deployment of vascular closure devices have also been identified: ischemia of the leg or stenosis of the femoral artery, thrombosis formation, or embolism. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterio-venous fistula, ecchymosis, and pressure in the groin/access site region. The safety and effectiveness of the manta device have not been established in the following patient populations: patients who had previous iliofemoral intervention in the region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient returned 5 days later with pain and a bleed in the leg; pseudoaneurysm of femoral artery and was taken to surgery. During intervention: surgeon and pa noted there were multiple sticks to sfa. Additional information received "01sep202" that patient was back in the in hospital with cellulitis, however, the patient was improving. During surgery, large hematoma pocket was entered and approximately 800 cc of clot was evacuated from the space. Continued dissection towards the femoral vessel revealed bleeding from the pseudoaneurysm. Pressure was held at this location and a dissection superior to this was completed to the level of the common femoral artery. A vessel loop was placed around this for proximal control. Continued dissection distally revealed the bifurcation to the profunda and superficial femoral vessel. A through and through injury was then identified on the lateral wall of the superficial femoral artery which traveled to and through the posterior side of the vessel. A small dose of heparin was then administered and proximal occlusion of the common femoral artery was carried out. Several 5-0 sutures were used in interrupted fashion to primarily repair the vessel. There was a small hole also noted in proximity to this within the femoral vein. This was also closed primarily with a 5-0 suture. The fibrin plug of the percutaneous closure device was then noted at the level of the profunda artery. There was no evidence of bleeding from this area and as such the fibrin plug was left in place. Doppler was then used to confirm good flow distally through the profunda artery as well as sfa. There was some oozing and a small dose of protamine was administered. Hemostasis was also obtained with topical thrombin and foam. The hematoma pocket was then irrigated copiously with saline and a drain was then placed within the cavity. This was secured to the skin with a nylon suture. After again assessing for hemostasis of the femoral artery the overlying tissue was reapproximated using a suture. Subcutaneous tissue was then reapproximated with a 2-0 suture and a 4-0 monocryl was used to close the skin. Steri-strips and surgical glue were placed over the incision and a sterile gauze was placed around the drain site.-